Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib procedure a pericardial effusion was diagnosed via ultrasound. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. This adverse event was discovered during use/post use of biosense webster products at the end of the procedure. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was reported as improved and stable at the last known status. It is unknown if the patient required extended hospitalization. A smartablate generator was used. A transseptal puncture was performed, no needle was used. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. Standard stsf flow settings were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were standard visitag settings and additional filter was used with the visitag. Surpoint index value color option was used. Carto 3 sw version 7.2.10.423 was used. The catheter was discarded.